Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that during lead revision surgery for high impedance, both generator and lead were explanted due to infection. The patient is known to pick at their wounds, which has caused issues in the past. The infection is at generator site. The physician believes the cause of infection is related to patient interference at suture site and is not related to the high impedance. The surgeon plans to re-implant patient once infection is cleared. Devices will be shipped back once released from hospital decontamination. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. The report of high impedance is captured in MFR. Report # 1644487-2023-00187. No other relevant information has occurred to date.

Event description:
A timeline of events was later received noting that the generator was removed due to infection on (B)(6) 2023.